Manufacturer narrative:
Device evaluation found evidence of fluid intrusion on the right stepper motor encoder and short cable. When these components were replaced, the console passed all functional testing.

Manufacturer narrative:
Quest medical, inc. Has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Quest medical, inc. Defers to the patient's physician regarding medical history.

Event description:
The hospital perfusionist reported an issue encountered with the mps2 during use in a procedure. He stated that the console displayed an alarm/error code for "right motor stuck" while he was attempting to deliver the arrest agent. The report stated the cross clamp was on and had to be removed, and the patient was cooled from 34 degrees to 28 degrees while another console could be brought into the procedure. Once the console was swapped, the report stated the cross clamp was put back on and the case resumed without issue. There were no patient complications reported as a result of the alleged event. The mps console was returned to the manufacturer for analysis.